Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on heartstart xl defibrillator indicating that the buttons or membrane do not work. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site. Based on the information available, we were unable to determine the cause of the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of its life, and therefore, cannot be repaired. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator buttons/membrane do not work. There was no reported patient impact or injury.